Event description:
The manufacturer received information alleging a ventilator was alarming for "low oxygen flow". There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.